Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 28-dec-2017 with the following findings: the battery compartment was cracked above the bumper at the threads and at the case seal below the bumper.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was cracked. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit.